Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, the reported difficulties appear to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to use, a 5x40mm absolute pro self-expanding stent system (sess) was noted to have a break in between the tip and the shaft, so the stent markers were exposed. The stent was exposed and flowered. The device was not used and there was no patient involvement. A same size absolute pro sess was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.